Event description:
The technician alleged the bed has no nurse call function. No patient impact.

Manufacturer narrative:
The technician found bent and missing pins on the communication cable. The technician replaced the communication cable to resolve the issue.